Event description:
On (B)(6) 2014, I received a tmj concepts total jaw joint device implanted on the right-side. By (B)(6) 2014, I began experiencing fevers, blisters, lesions, and infections. I was hospitalized (B)(6) 2014 and again on (B)(6) 2014 and was put on a pic-line both times. Tests revealed I am highly allergic to metal. I am unable to touch anything metal without a severe reaction and must now carry an epi-pen. I was never allergic to metals prior to receiving this device. I had ltt panel done in (B)(6) 2015. I had the same test 13 months prior and the test results were completely different. I had a blood serum test on (B)(6) 2016 in which the results showed my cobalt levels at 0.926 which is above the normal range of <0.7. I have burn-like spots and p-acne all over my head, face, neck and back along with blood oozing coming from my wears. I am experiencing severe pain in chin area, numbness in my face, horrific pain near the device screw area, and have issues with my eye lids working properly. I also have developed staph and bio film infections. In order to get around and avoid falling, I use a walker, I am no longer able to drive and am unable to work. My overall health has declined and I'm very weak. It is imperative that I get the device removed; however, my implanting surgeon has abandoned me.